Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch had triggered for this device and another manufacturer's right ventricular (rv) lead due to high out of range impedance measurements. At this time, the device remains in service, but was reprogrammed. No adverse patient effects were reported.